Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 5 after loading a cartridge onto the pump. Reportedly, customer was able to successfully load a new cartridge onto the pump. In addition, it was reported that the customer received a cartridge alarm 6 after loading a cartridge onto the pump. Reportedly, customer was able to successfully load a new cartridge onto the pump. Customer had elevated blood glucose levels (+500 mg/dl), and moderate ketones. Customer delivered a correction bolus to stabilize blood glucose levels.